Event description:
Complainant alleged that while attempting to a pt (age & gender unknown) the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product and this complaint is still under investigation.